Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#1061510. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. However, further investigation has been initiated through CAPA#1061510. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: although no samples or photos were available for evaluation, bd has initiated further investigation through CAPA#1061510 to identify the potential root cause(s). Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
It was reported that 26 tube pms plh 13x100 3.5 blbl lim ce experienced erroneous results. The following information was provided by the initial reporter: significant difference in ldh data between barricor and greiner serum tubes the customer has been validating barricor tubes alongside their usual greiner serum tubes, using clinical outpatients. They are satisfied with the validation, but have noted a significant difference between ldh results, when comparing barricor and greiner serum data. The tubes were the 3.5 ml variant, centrifuged off-line on beckman coulter allegra centrifuges at 3600rpm for 5 minutes.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 26 tube pms plh 13 x 100 3.5 blbl lim ce experienced erroneous results. The following information was provided by the initial reporter: significant difference in ldh data between barricor and greiner serum tubes. The customer has been validating barricor tubes alongside their usual greiner serum tubes, using clinical outpatients. They are satisfied with the validation, but have noted a significant difference between ldh results, when comparing barricor and greiner serum data. The tubes were the 3.5 ml variant, centrifuged off-line on beckman coulter allegra centrifuges at 3600 rpm for 5 minutes.